Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled bag was received at the plant for evaluation. Visual inspection revealed a tiny white particle in the glucose chamber, confirming the reported issue. The root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿small white particle in the glucose chamber¿ of a triple phase bag. This was noted before patient use. There was no patient involvement. No additional information is available.